Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. The cuff was determined to meet the symmetry specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer tested the custom bivona cuff before insertion and noticed that it was not inflating correctly and appeared asymmetric. There was no patient harm or adverse events reported.